Manufacturer narrative:
THIS REPORT IS BEING FILED ON AN INTERNATIONAL PRODUCT, LIST NUMBER 7P51 THAT HAS A SIMILAR PRODUCT DISTRIBUTED IN THE US, LIST NUMBER 7P51-21/31, AND 510K/PMA/BLA OF K170317. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION. SECTION E1 INITIAL REPORTER ADDRESS 2 REACHED CHARACTER LIMIT, INCLUDED IN ADDRESS 2 IS (B)(6). AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE.

Event description:
THE CUSTOMER OBSERVED A FALSE NEGATIVE ALINITY I TOTAL B-HCG FOR ONE PATIENT. THE FOLLOWING RESULTS WERE PROVIDED (REFERENCE RANGE =5 MIU/ML): INITIAL B-HCG RESULT= 2.85 IU/ML, WHICH DID NOT ALIGN WITH THE PATIENT¿S CONDITION; REPEAT RESULT= 5589.75 IU/L; REPEAT RESULT ON ANOTHER PLATFORM (YHLO PLATFORM)= 4781.54 IU/ML. NO PATIENT INFORMATION IS AVAILABLE. THERE WAS NO IMPACT TO PATIENT MANAGEMENT REPORTED.

Event description:
The customer observed a false negative Alinity i Total B-hCG for one patient. The following results were provided (reference range ¿5 mIU/mL):Initial B-hCG result= 2.85 IU/mL, which did not align with the patient¿s condition; repeat result= 5589.75 IU/L; repeat result on another platform (YHLO platform)= 4781.54 IU/mL. No patient information is available. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 83405UD01, however, no trends were identified for list number 07P51. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the Alinity i Total B-hCG reagent lot 83405UD01 was identified.